Event description:
It was reported that the iab was inserted and in use for two days, when the balloon ruptured. The iab was removed and no replacement was indicated. There were no patient complications.

Event description:
It was reported that the iab was inserted and in use for two days, when the balloon ruptured. The iab was removed and no replacement was indicated. There were no pt complications.